Manufacturer narrative:
Product event summary: analysis found that the label backing was missing, the cable was pulling apart near the base of the device, the device tested out of specification: electromagnetic field immunity and uplink tests, and the lens was cracked on the upper case.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090am programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.